Event description:
Caller reported a minimum fill notification that caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high" without a specific value. Customer took corrective action by administering a correction bolus via the pump. A new cartridge was loaded to resolve the issue.